Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed(B)(4).

Event description:
It was reported by the customer that their reservoir had been leaking. Customer stated the reservoir leaked while they were refilling through the transfer guard. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of reservoir and replace set. Blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Evaluated 3 opened/used reservoirs. Performed visual inspection. Checked transfer guard's needle for defects and failed per spec. Transfer guard's needle not centered, and was unable to performed pre-fill test.